Manufacturer narrative:
Batch record review: lot 9g03993 was manufactured on 7/24/2019 in the bodolay line with a total of 27,000 ea. Compliance engineer ID 6054 performed a batch record review on 11/19/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under sap material ID 1704768 and manufacturing order 1492802. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: based on the process review, interviews with the manufacturing personnel of the line and the support of the triage team, the most probable causes were identified: machine: it was concluded that the foreign body in the packaging are residues of mass and cut dressings. These fall off and stick to dressing after elc process since the scrap collector is above the dressing web. Since dressings are automatic feed in the bodolay machine, the units are packaged without the operator and vision system noticing. A guard will be placed between the scrap collector and the web to avoid residues to fall in the web. In addition, failure mode will be detected by enhanced vision system insight 7802. Refer to hval-0998 and tw# (B)(4) for more information. Material: for the failure mode ¿green tape¿, it was concluded that this happens during the process of performing the extrude and laminate the mass onto silicone release paper (srp) and add folded pet release liner on the elc #10 or elc #11. The material folded pet release liner comes with that green tape as part of the supplier's splicing process. Change was assessed with supplier and the enhanced vision system, insight 7802 is capable of detecting this failure mode. Refer to hval-0998 and tw# (B)(4) for more information. In addition, the CAPA plan tw# (B)(4) was open to cover the preventive / corrective actions resulted from this ncr. Furthermore, an ncr search conducted shows that no adverse trend was identified from (B)(6) 2018 to (B)(6) 2020 for this failure mode. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 3 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was foreign body found on the dressing¿. The product was not used. A photograph depicting the reported complaint issue were provided by the complainant.